Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that after a few minutes of using the pulsavac to wash the surgical site, the battery pack exploded. The surgeon and the team stopped the surgery to remove the pulsavac and related components away from the operating table. The surgery continued on and the surgeon finished the case without using another pulsavac. Additional information received (B)(6) 2016 confirmed there was no harm, injury or adverse event to the patient or operator. It also confirmed the event took place during surgery and that there was a delay of 31-60 minutes.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for (B)(4), lot number 63331507, identified no deviations or anomalies. Product examination found that the battery had ruptured. Also, the unit had been used. This complaint is confirmed. The reported event claimed that the unit ruptured during surgery. Per change notice (B)(4) approved on june 20, 2017, the length of the 3 wires in the battery pack are being shortened to eliminate excess wire length that could possibly be pinched between the battery pack halves abd potentially cause an electrical short of the batteries in the battery pack during manufacturing. While during the initial inspection it was noted that the battery had ruptured, it is unknown with the information that was provided how this occurred. During product examination, it was not discernible if a wire was shorted due to the amount of battery rupture contamination, therefore, based on the information that was provided along with product examination, the root cause of the reported event could not be specifically determined.